Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage which was noted after use. The following information was provided by the initial reporter: blood leaking from the joint. The incident happened right after the q-syte extension tube attached IV catheter before any insertion to the q-syte septum. Once the blood return from the vein, it went all the way to the septum and leaked out which should be blocked at the septum.

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 0027170 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, blood was observed on the q-syte component. Inspection of the picture sample was unable to confirm a damage or leak between the q-syte and the extension set assembly. Based on the picture sample only, an exact cause for this reported incident could not be determined. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage which was noted after use. The following information was provided by the initial reporter: blood leaking from the joint. The incident happened right after the q-syte extension tube attached IV catheter before any insertion to the q-syte septum. Once the blood return from the vein, it went all the way to the septum and leaked out which should be blocked at the septum.